Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient reported having signal loss between her dexcom device and her tandem insulin pump. Around 11pm, while the patient was asleep, the patient had a seizure and then lost consciousness. The patient¿s roommate treated the patient with a glucagon injection and then called emergency medical services (ems). Once ems arrived, the patient was transported to the emergency room (ER). At the emergency room, the patient regained consciousness and was further treated with an IV d50 (dextrose) drip. After an unspecified time, the cgm did start providing values between 180-240 mg/dl while the bg meter was reading "20 points different" (no specific value was reported). At the hospital, the patient¿s insulin pump was suspended and she was treated with insulin injections only. The patient was discharged the following day around 630pm (less than 24 hours). The patient was ¿fine¿ at the time of report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.